Event description:
It was reported that approx. 42 months after implantation the shock impedance was out of range (less than 150 ohms). The threshold of this ra lead had increased and was kinked.

Manufacturer narrative:
The two returned leads were each only available in fragments. The protego sn 49153858 had been capped about 18 cm and 27.5 cm distal of the df4 connector pin. Two fragments of a total length of about 53 cm were returned. A medial part of about 18.5 cm length was not returned. The solia had been capped about 15.5 cm distal of the is-1 connector pin. Only the proximal part of the lead was returned for analysis. The distal fragment, including the tip electrode, was not mailed in. The returned fragments of the protego were examined visually and electrically. During the analysis, incidents of fraying of the insulation could be seen in the area between about 11 cm and 16 cm distal of the df4 connector pin. The rope conductor to the ring electrode was fractured about 11 cm distal of the df4 connector pin, and it had exited the lead body in the area of the fraying. These damages are with high probability to be regarded as the cause of the clinical complaint. The observed damage pattern leads to the assumption of friction against a neighboring partner lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The detected deformations of the shock coil and the fixation are a result of the extraction. The visual inspection of the returned fragment of the solia sn 49130825 also showed signs of abrasion at the lead body. However, the insulation was intact. In addition, cuts were detected in the insulation and deformations of the outer conductor helix, which are most likely a result of the explantation. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. The manufacturing process of both leads was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.